Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
In investigating details of a revision which took place on (B)(6) 2017, rep discovered that a previous revision of stryker implants was performed by an unknown surgeon at an unknown facility. Rep has no access to any further information about this case. This event is for the revision of the primary.